Event description:
It was reported that burrs were observed on the drain eyes. Per evaluation of the sample, perforations were found.

Manufacturer narrative:
The reported issue on this complaint was confirmed. During the visual evaluation of the returned sample, six holes of the drain were noted to be semi occluded with burrs as a result of the punching process. Three holes were occluded more than 25% and three occluded approximately 25%. Also irregular shaped holes were found. The specification for the device states that each flat drainage must be free of loose flash and fragments. Any perforation partially or totally occluded is not permitted. Therefore, the received drain sample was determined to be out of specification. An entire review of the device history records did not showed any internal rejects related to the reported issue. (B)(4).